Manufacturer narrative:
An event regarding failure to disassemble a trident insert impactor was reported. The event was not confirmed. Visual inspection was performed on the returned device, which was returned assembled with its mating component. The inspection indicated there was some wear to the mating feature of the device; however, it was able to be disassembled and reassembled. Review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review showed there have been no other events for the reported lot ID. The event could not be confirmed as the device was found to be functionally acceptable.

Event description:
It was reported that the snap-mechanism jams, therefore the head couldn`t be removed. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the snap-mechanism jams, therefore, the head couldn`t be removed. The procedure was completed successfully with no impact to the patient.